Event description:
It was reported that the procedure was to treat a mildly tortuous proximal left anterior descending artery. A 2.5 x 38 mm xience prime stent was deployed causing a dissection. A 2.25 15 mm xience v was successfully used to treat the dissection. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.